Event description:
It was reported that the balloon (reservoir) of a small volume folfusor ruptured during filling causing the medication to spill into the cabinet. The device was filled with 74 ml fluorouracil and 46ml 0.9% sodium chloride (nacl) having a final volume of 120ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between july 29, 2025 and july 30, 2025. H11: the actual device was not available; however, a companion sample and a photograph sample were provided for evaluation. Visual inspection of the photo showed a separated coil cap and ruptured bladder. However, visual inspection of the companion sample did not identify any abnormalities that could have caused the reported issue. A functional test was performed by filling the companion sample with dextrose solution to the maximum volume. During and after fill, no evidence of bladder rupture or separated coil cap was observed. The reported condition was verified in the photograph. The cause of the condition is related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.